Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. The clinician was able to successfully interrogate the pacemaker. However, the clinician encountered loss of telemetry. There was no consequences to the patient.